Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, the hemopro device self-activated when it was plugged in. The device was not used on a patient; therefore, there were no patient effects. A replacement device was used to complete the procedure. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).